Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels, however, a bg value was not provided and diabetic ketoacidosis. Reportedly, the cause for the event was due to a kinked cannula with a non-tandem infusion set. Additional information and the infusion set brand was not provided. Customer declined to troubleshoot with tandem technical support.